Event description:
Defective pressure sensor. The device was received for investigation. Device history record was reviewed, and no events linked with reported issue was observed. The device log review confirmed issue reported by customer. Each time, the alarm is triggered after start infusion, with a little volume delivered. Different tests were carried out and for all, upstream occlusion alarm is triggered. An internal data supervision was carried out, and confirm the systematic trigger of upstream alarm. Reported event was reproduced. An internal check of the device was carried out and no visible defective assembly or bad soldering was visible. In this case, the upstream pressure sensor is defective. The complaint is confirmed.

Event description:
Defective pressure sensor.